Event description:
It was reported that during an infusion set supply change, the needle site detached from the applicator while the user removed the needle cover, causing the adhesive to fold; the user was advised to twist the needle cover off and was guided to replace the infusion set component and refill the cannula with appropriate site preparation. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included a customer service troubleshooting review focused on insertion technique and set handling. Investigation of this case revealed an infusion set deployment issue related to removal of the needle cover, with the infusion set not deployed correctly. It was concluded, based on previously established findings for similar reports, that user technique during needle cover removal was the probable cause.